Event description:
It was reported that sometime post a port placement, the port allegedly became red and the port site around was swollen. It was further reported that a crack was allegedly found about two centimeters from the port upon removal. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted approximately 1.7cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture issue. Furthermore, the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port allegedly became red and the port site around was swollen. It was further reported that a crack was found about two centimeters from the port. The current status of the patient was unknown.